Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the display lens was confirmed to be scratched. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text. Additionally, the audio bolus button cover was torn; however, the button responded properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the pump display lens was scratched. The reporter did not indicate if the display could be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.